Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that he went to the hospital and got checked for scar tissue. The customer stated that it took long time to absorb the insulin, when he gave himself a correction. The customer also reported that he was hospitalized and his blood glucose reading was 563mg/dl. The customer stated that he changes the infusion set every three days. The settings on the insulin pump were correct. The customer also stated that the display window is scratched and he is having hard time to see the numbers on the screen. No further information was provided.